Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2053258. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system adapter was found broken when withdrawing the needle from the patient. Additionally, blood leaked onto the nurse's hand. No further information was provided. The following information was provided by the initial reporter, translated from chinese: the nurse in the department of gastroenterology reported that when the indwelling needle was implanted in the patient and the needle was withdrawn, it was found that the junction between the hose and the extension tube was broken. The patient was syphilis positive, and the blood escaped and stained the nurse's hand.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system adapter was found broken when withdrawing the needle from the patient. Additionally, blood leaked onto the nurse's hand. No further information was provided. The following information was provided by the initial reporter, translated from chinese: "the nurse in the department of gastroenterology reported that when the indwelling needle was implanted in the patient and the needle was withdrawn, it was found that the junction between the hose and the extension tube was broken. The patient was syphilis positive, and the blood escaped and stained the nurse's hand"

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2053258. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.